Manufacturer narrative:
Siemens filed the initial MDR 2432235-2011-00030 on (B)(4) 2011. Updated (B)(4) 2012: it was found that a lot of bovine serum albumin (bsa) was the cause of the false positive immulite systems toxoplasma quantitative igg results, however siemens has investigated the issue and has determined that the frequency of the false positive patient results reported are within the IFU specificity claims of (B)(4) for the immulite systems toxoplasma quantitative igg assay.

Manufacturer narrative:
A siemens fas (field application specialist) evaluated the immulite 2000 instrument and instrument data. Analysis of the instrument and instrument data indicates that the cause for the discordant toxoplasma igg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
False positive immulite 2000 toxoplama igg result was obtained on one (1) patient sample. The sample was then repeated twice with similar results (which did not match previous sample). There was no report of patient intervention or adverse health consequences due to the discordant toxoplasma igg results.